Manufacturer narrative:
Further evaluation of the device found a leak due to the cracked cable unit. The customer's report of the torn rubber seal plug was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the rubber seal plug of the subject device was torn. The issue was found while preparing the subject device for use. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the cable unit was damaged, causing the image to disappear temporarily (flicker), and interference stripes in the image. This report is being submitted for the malfunction found by service during the device evaluation [image disappears/interference]. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented, to provide additional information received, regarding the customer's reported issue (information added to b5).

Event description:
Additional information was received, regarding the customer's reported issue (the rubber seal plug of the subject device was torn). The intended procedure was completed using a different device. There was no delay in the procedure. No further information was available regarding the details of the procedure. There was no patient or user injury, due to the issue.

Manufacturer narrative:
Correction made to h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a communication failure occurred due to cable failure and the images were not displayed intermittently. The cause of cable failure is presumed to have been degraded by flooding from cable scratches, cracks, etc. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor the field performance of this device.